Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: after reviewing the related product drawings, complaint history and risk analysis, the insertion handle design is adequate for its intended use. The complaint condition of having a fragment of the driving cap stuck in the handle is confirmed. This failure mode is likely not related to a design deficiency for either the insertion handle or driving cap, but rather an incorrect method of use with the driving cap. The cap was likely struck off axis which resulted in the instrument shearing at its weakest point, just proximal to where it is threaded into the handle. The calculated occurrence rate is acceptable under the risk assessment; therefore no additional actions will be required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a driving cap sheared off during surgery. The surgeon was performing a trochanteric fixation nail (tfn) procedure for a fractured femur and during impaction with a mallet required for insertion of the nail, the driving cap sheared off of the radiolucent insertion handle. There was no delay in surgery and no patient adverse event. This report is 1 of 2 for complaint (B)(4).